Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an incorrect event date. Relevant tests/laboratory data, including dates: previously submitted MDR indicated an incorrect data dates.

Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that the patient came into an appointment set at unintentional settings. It is suspected that there was an incomplete diagnostics at the previous appointment. There was no final interrogation to confirm the patient left at the intended settings. The patient¿s settings were corrected at the appointment when the setting change was observed. The battery life calculation showed 0.24 years until neos.